Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the supplies and received additional occlusion alarms. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the cartridge. The customer changed the cartridge. The customer's blood glucose (bg) level was reported as being high (400 mg/dl) and an insulin injection was used to address the bg level. The customer's bg then dropped to 44 mg/dl and food was consumed to address the low bg. The customer stated that the low bg may have been due to an over bolus with the syringe, but was not sure as the bg remained low after the supplies had been changed and there was no insulin on board.

Event description:
The customer reported that the low blood glucose (bg) was experienced the next morning after the reported occlusion.

Manufacturer narrative:
The pump data logs were reviewed. No device failure was identified.